Manufacturer narrative:
The date returned to manufacturer was documented as dec 7, 2015. It has been updated as dec 8, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it would not charge power module in bay 3, it displayed a warning light when battery was inserted. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal battery charger device stopped charging. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.